Manufacturer narrative:
Sections with additional information as of 16-may-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Root cause: rc-061: storage outside specifications.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 142, 157, 160, 166 and 161 mg/dl. The customer¿s expected fasting blood glucose test result range is 100-130 mg/dl. The customer stated the results obtained were 20-40 points higher than his old meter; actual meter to meter comparison results were not provided. The customer stated that he went to the lab today as a routine checkup; he had obtained a result of 160 mg/dl using the true metrix air meter and an hour later at the lab his result had been 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 12/31/2023 and open vial date is 02/2023. The meter memory was reviewed for previous test result history: result 1: 142 mg/dl date: 3/1 time: 5:28 am fasting, result 2: 157 mg/dl date: 2/28 time: 6:30 am fasting, result 3: 160 mg/dl date: 2/27 time: 5:30 am fasting, result 4: 166 mg/dl date: 2/24 time: 5:30 am fasting, result 5: 161 mg/dl date: 2/23 time: 6:30 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned test strips: high results. No defect found on returned meter. Root cause: rc-061: storage outside specifications. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.